Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Most likely cause for this event was due to a bent nozzle assembly and turntable home sensor failure. On (B)(6) 2015, an fse visited the customer site and replaced the substrate valve, then performed a preventive maintenance. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a defective substrate valve.

Event description:
On (B)(6) 2015, a customer reported obtaining substrate purge errors intermittently with their aia-360 analyzer. The customer was unable to run ck-mb and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ck-mb and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.